Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the tome would not bow. Reportedly, the device was tested prior to use and no damage to the device was noticed. The tome was removed from the patient and the procedure was completed with another dreamtome rx device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly fine. This event has been deemed a reportable event based on the investigation results; working length melted.

Manufacturer narrative:
The investigation results of working length melted. A visual examination of the returned device found that the working length was twisted and the exposed cutting wire appeared to have melted/split the extrusion at the distal pierce hole. Additionally, the exposed cut wire appeared blackened/burnt from use. The elongation of the distal pierce hole dimension caused the cutting wire anchor to slide proximally from the distal pierce hole and altered the exposed cutting wire length to become shorter. A functional evaluation found that the device does not meet the bowing specification due to the melted extrusion (elongated distal pierce hole) and the altered exposed cutting wire length. During manufacturing, the sphincterotome devices are 100% inspected and the damage is likely due to procedural/anatomical factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch.